Manufacturer narrative:
The device associated with this report was not returned. Previous complaint samples that have been received, late extrusion at a point where the cement has become excessively viscous, has been attributed to the syringe barrel, or nozzle failure. Attempted extrusion of very viscous cement can induce excessive stress on the system components. The assumption that the cement has been extruded very late is supported by the fact that the cement emerging from the tip of the nozzle in the photograph appears firm and cured, because it is rigid and is not drooping as would be expected with cement that is still workable. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Syringe split and cement leaked out of sides.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.